Manufacturer narrative:
One vial of test strips was returned by the customer. The test strips and vial showed no defects. The returned test strips were tested using retention controls on a retention meter. Testing results (control range: 2.6 - 3.2 inr): qc1 : 2.7 inr. Qc2 : 2.8 inr. Qc3 : 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch fields d9. And h3. Have been updated.

Manufacturer narrative:
The reporter's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. UDI number = (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient received discrepant results when tested with coaguchek inrange meter serial number (B)(4). A venous sample was collected from the patient and tested in the laboratory with an unknown method, resulting in a value of 2.58 inr. At the same time the venous sample was collected, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. A few minutes after the first meter test, a sample from the patient was tested using the meter, resulting in a value of 2.7 inr. The patient's therapeutic range is 2.5 - 3.5 inr.